Event description:
It was reported that a patient underwent a an unknown procedure on an unknown date and suture was used. During the procedure, the suture became detached from the needle. During tying. The needle came loose from the suture. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Additional information was requested, and the following was obtained: was the needle it retrieved during the same surgical procedure? Yes. Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? No. Patient condition? Unknown. Lot number? Unknown. Procedure name and date? Lc, date: unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - (B)(4) active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 2360 g /m.